Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The dragonfly optis referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the pressurewire x,(pwx) device was advanced to the left anterior descending (lad) artery with mild tortuosity. The lesion was successfully treated with an unspecified balloon, subsequent to an unspecified stent. The pwx device remained in the patient and then a dragonfly optis imaging catheter was advanced to the treated lesion to verify proper stent placement. After the first pullback, the run did not look right due to unintended movement of a non-abbott guide catheter that led to blood flow to swirl. Therefore, the pwx device was advanced further distally; however, the imaging catheter was stuck with the pwx device. Both the pwx device and imaging catheter were removed as a single unit. Once both the pwx device and imaging catheter were outside the patient, the pwx device was able to be separated from the imaging catheter. It was noted that the tip of the pwx device was extremely curled. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. The procedure was completed with a non-abbott device. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty to remove was not able to be confirmed as it was based on procedural circumstances. The reported deformation was confirmed as the device was noted to have been twisted/bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported difficulty to remove resulting in stretched tip coils and break were likely related to circumstances of the procedure. It is likely that the pressurewire tip was entrapped within the heavy lesion calcification and/or the unspecified stent in the left main resulting in stretching of the tip coils and break as the wire was removed with force. The pressurewire x guidewire instruction for use (IFU) warns that torquing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may result in vessel dissection or perforation of blood vessels, vessel spasm, damage and / or fracture the guidewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.